Event description:
The customer stated that he tested his blood glucose and received a reading of 291 mg/dl. He retested and received a reading of 131 mg/dl.the difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Control solution was to be sent to the customer to finish troubleshooting, so no product will be returned at this time.